Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken proximal clevis at the main tube. The broken pieces were returned with the instrument. Components adjacent to the broken clevis show damage. Both grip and pitch cables are derailed. The instrument was found to have a broken main tube. A piece measuring proximately 7.79mm x 3.24 mm was not returned with the instrument. The instrument was found to have a broken grip and pitch cable and conductor wire at the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument's tip portion was flexed, preventing the port from being removed. The tip was removed to take out the port. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was observed. The instrument did not collide with any other instrument or tool during the procedure. The instrument was removed with the cannula and the tip was broken externally. No fragments fell into the patient's anatomy.